Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the motor control (mc) board was replaced. The customer reported that the device was tested and calibrated; no further issues were observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "vent-inop: machine and proximal pressure sensors failed" error message (1007). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "vent-inop: machine and proximal pressure sensors failed" error message (1007). It was reported that the data acquisition (da) to motor control (mc) cable was checked and replaced, but the problem persisted. During troubleshooting, the rse advised the customer to replace the mc board. The customer was provided with the part number for a replacement mc board. Device evaluation and repair are pending, and this investigation is ongoing.